Event description:
After insertion of cannulated 4.0 screw, the screw broke off. The remaining screw fragment was noted within the sustentaculum tali. Fluoroscopy utilized to verify location to retain.